Manufacturer narrative:
The received device had the cannula assembly fully deployed. The needle mechanism was observed, and no damages or deficiencies were found. The investigation found the kill switch plug sticking out of the bottom housing. Although the kill switch plug was found sticking out of the bottom housing, the cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 33.3 mmol (599.4 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). As treatment, a new pod was placed and a manual injection of 5 units was given using an insulin pen.